Manufacturer narrative:
(B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "glucose reading unavailable" message on the adc device and was unable to obtain readings. As a result, customer experienced loss of consciousness and/or seizure. The customer was given juice, sugar, food by a non-healthcare professional (non-hcp). No further details were provided. Multiple attempts were made for additional information from the customer but were unsuccessful.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history records) for the libre sensor and sensor kit indicated by the serial number provided by the customer were reviewed. The dhrs showed the unit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "glucose reading unavailable" message on the adc device and was unable to obtain readings. As a result, customer experienced loss of consciousness and/or seizure. The customer was given juice, sugar, food by a non-healthcare professional (non-hcp). No further details were provided. Multiple attempts were made for additional information from the customer but were unsuccessful.